Event description:
Caller reported a cgm error and contacted customer technical support. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, which the caller successfully completed, resolving the issue without the error reoccurring.